Manufacturer narrative:
The device was returned to the MFR for repair and eval. The svc record indicates that the device was purchased on (B)(4) 2002 and was last repaired on (B)(4) 2013 for a non-related issue. Eval of the device observed excessive discoloration of the roller. The cutter was observed to be worn and discolored and the mesher had spots of minor discoloration. Prior to repair, a test mesh was acceptable and calibration check passed. No info is known about the carrier utilized during the reported event. Importer handling by the customer most likely caused the wear and discoloration to the cutter and excessive discoloration to the roller, which likely caused the customer's reported event. Furthermore, per instructions for use, the device was outside of normal useful life, which could have decreased the accuracy of the device. No info was obtained regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization could have caused the discoloration of the device. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer meshgraft ii was not meshing properly. No additional clinical info was received prior to this report. A f/u medwatch will be submitted if additional clinical info is received.